Event description:
It was reported that an increase in threshold was noted. Review of diagnostic image showed the lead has extended and stretched. After attempted unsuccessful repositioning, the lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.